Event description:
It was reported that a patient who had a hollister anchorfast oral endotracheal tube fastener in place needed to have the anchorfast device tightened because the skin barrier pads were sliding down the patient's face. It was reported that after 24 - 36 hours of use, an upper lip injury was observed which first was described as a spot on the upper lip that had a scab over the area and then the scab fell off and a 0.6 cm x 0.9 cm x 0.5 cm hole was noted. They reported that the upper lip injury was treated with exufiber ag and mepilex dressings.

Manufacturer narrative:
Device not saved so sample evaluation could not be conducted. Lot number provided and DHR review was completed and found to be complete and accurate. Hollister incorporated initiated a field action for this sku and lot of product for reports of skin barrier pads decreased wear time. Since the device was not returned for evaluation, the root cause of the reported upper lip injury cannot be determined.